Manufacturer narrative:
An examination of the subject device by a lumenis technical expert conducted the system met all required MFR specifications. No related device malfunction was reported or observed. An eval of the reported event details by a lumenis medical subject matter expert conducted the treatment parameters employed were excessive per device labeling and common medical practice for treatment around the eyes.

Event description:
It was reported a pt sustained scarring below the eyelid after sustaining an infection following laser treatment with a lumenis ultrapulse encore laser. It was further reported the pt was prescribed altabax and diprolene to treat the infection.